Event description:
It was reported that during a da vinci partial nephrectomy procedure the instrument was stuck on the arm. The surgeon could not see anything preventing it's removal. The surgeon exerted more force and could remove the instrument. The tip cover accessory was misplaced and stuck the instrument in the cannula. The tip cover was stuck in the cannula. The monopolar curved scissors instrument was removed safely and the tip cover was collected too. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.